Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly primary surgery was performed on (B)(6) 2017. The surgeon found a dissociation on (B)(6) 2018. The surgeon performed revision surgery on (B)(6) 2018. Only the cup will be returned.

Manufacturer narrative:
Note: section f2 - user facility/importer number is incorrect. This information is unknown. The information in f1 was accidentally selected and was unable to be unselected due to an automated reporting system.

Event description:
Allegedly primary surgery was performed on (B)(6) 2017. The surgeon found a dissociation on (B)(6) 2018. The surgeon performed revision surgery on (B)(6) 2018. Only the cup will be returned.

Manufacturer narrative:
Please void this report. This follow-up for medwatch was accidentally created. There is only one follow-up to this incident, follow-up 01.

Event description:
Allegedly primary surgery was performed on (B)(6) 2017. The surgeon found a dissociation on (B)(6) 2018. The surgeon performed revision surgery on (B)(6) 2018. Only the cup will be returned.